Event description:
Caller reported a cartridge alarm 20 with an unknown specific blood glucose value, as it displayed "high." There was no adverse impact to the customer's blood glucose level. The customer administered a correction bolus via the pump, and with assistance from cts, successfully loaded a new cartridge following the correct technique. The issue was resolved, and insulin therapy was resumed without further incident.